Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73a1800605 investigations did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip did not close properly in the patient's body, therefore, the user pulled out the applier and removed the clip on the jaws. Although no functionally problems were confirmed at that time, another complaint issue was found on the same applier.